Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the right ventricular channel. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the right ventricular channel. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that high pacing thresholds were also observed.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.